Event description:
It was reported that the patient recently implanted with this right ventricular (rv) lead was pacer dependent and patient history included tetralogy of fallot (tof). Additionally, the superior vena cava (svc) was occluded, and an angioplasty of the svc was performed prior to lead placement. At lead implant, rv impedance was 1,090 to 1100 ohms, and rv threshold was 1.2@0.4ms. This rv lead was implanted to replace another manufacturer's lead that had exhibited oversensed noise with pacing inhibition. The day after implant, the patient presented to the hospital with near syncope. The measured rv threshold was 3v, the rv pace impedance measurement was 300 ohms, and rv output was 3.5v auto. An echo revealed no effusion, and rv output was reprogrammed to 7v. It was determined that the lead was far out in the apex, and the rv lead was surgically revised to a different location within the apex two days after implant. Following the revision, rv threshold was 0.5v@0.4ms and rv pace impedance was 716 ohms. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient recently implanted with this right ventricular (rv) lead was pacer dependent and patient history included tetralogy of fallot (tof). Additionally, the superior vena cava (svc) was occluded, and an angioplasty of the svc was performed prior to lead placement. At lead implant, rv impedance was 1,090 to 1100 ohms, and rv threshold was 1.2@0.4ms. This rv lead was implanted to replace another manufacturer's lead that had exhibited oversensed noise with pacing inhibition. The day after implant, the patient presented to the hospital with near syncope. The measured rv threshold was 3v, the rv pace impedance measurement was 300 ohms, and rv output was 3.5v auto. An echo revealed no effusion, and rv output was reprogrammed to 7v. It was determined that the lead was far out in the apex, and the rv lead was surgically revised to a different location within the apex two days after implant. Following the revision, rv threshold was 0.5v@0.4ms and rv pace impedance was 716 ohms. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that the right ventricular (rv) lead revision was attributed to lead dislodgement and intermittent loss of capture (loc), and the patient had been admitted to the hospital due to near syncope. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to d4: device serial number was corrected from (B)(6).

Event description:
It was reported that the patient recently implanted with this right ventricular (rv) lead was pacer dependent and patient history included tetralogy of fallot (tof). Additionally, the superior vena cava (svc) was occluded, and an angioplasty of the svc was performed prior to lead placement. At lead implant, rv impedance was 1,090 to 1100 ohms, and rv threshold was 1.2@0.4ms. This rv lead was implanted to replace another manufacturer's lead that had exhibited oversensed noise with pacing inhibition. The day after implant, the patient presented to the hospital with near syncope. The measured rv threshold was 3v, the rv pace impedance measurement was 300 ohms, and rv output was 3.5v auto. An echo revealed no effusion, and rv output was reprogrammed to 7v. It was determined that the lead was far out in the apex, and the rv lead was surgically revised to a different location within the apex two days after implant. Following the revision, rv threshold was 0.5v@0.4ms and rv pace impedance was 716 ohms. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that the right ventricular (rv) lead revision was attributed to lead dislodgement and intermittent loss of capture (loc), and the patient had been admitted to the hospital due to near syncope. This rv lead remains in service. No adverse patient effects were reported.